Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two prods involved in the same pt reported under mfg #s 9616099-2008-01294 and 9616099-2008-01925. Add'l info will be submitted within 30 days upon receipt.

Event description:
A male pt was enrolled in the study in 2007 with a 2-vessel disease. The main indication for this intervention was unstable angina pectoris. The pt's heart rate at the beginning of the procedure was 64 beats/min and the blood pressure was 131/75 mmhg. The first target lesion was a native, de novo, non-ostial, smooth, readily accessible, concentric, moderately calcified, type c left main. The reference vessel diameter was 3.5 mm and the lesion length was 12 mm. Pre-procedure diameter stenosis was 90%. The lesion was pre-dilated with a 3.0 x 25 mm balloon at 20 atms and a 3.5 x 28 mm cypher select plus stent was electively implanted at 12 atms with suboptimal results. The lesion was post-dilated with 3.5 x 6 mm balloon at 25 atms as the stent was not fully expanded. Post-procedure diameter stenosis was 0%. The second target lesion was a native, de novo, non-ostial, smooth, readily accessible, eccentric, moderately calcified, type b2 proximal left anterior descending. The reference vessel diameter was 3 mm and the lesion length was 15 mm. Pre-procedure diameter stenosis was 80%. The lesion was pre-dilated with a 3.0 x 25 mm balloon at 20 atms and a 3 x 8 mm cypher select plus stent was implanted to treat a type c dissection with suboptimal results. The stent was post-dilated with a 3.5 x 6 mm balloon at 25 atms as the stent was not fully expanded and there was a dissection. Post-procedure diameter stenosis was 0%. Post procedure the pt experienced elevated troponin. Five days post index procedure, the pt experienced a target vessel related, anterior non q-wave myocardial infarction. The pt had chest pain. Peak ck was normal and troponin was greater than or equal to five times above the upper normal level. There was no evidence of stent thrombosis. A 2.75 x 18 mm cypher select plus stent was implanted in the 2nd diagonal branch and a 2.25 x 18 mm cypher select plus stent was implanted in the mid left anterior descending. The pt's intra procedure medications included: aspirin, reopro, and clopidogrel. The pt's post- procedure medications included: aspirin, statins, beta-blockers, and clopidogrel.